Event description:
It was reported that the patient stated that two weeks after his inflatable penile prosthesis (ipp) implant surgery, he had difficulty to cycle the device. He mentioned that he is still sore and has inflammation in his scrotum. Additionally, the patient noted that the bulb feels hard and seems to move around in his scrotum. He expresses frustration with the difficulty in communicating with his doctor's office. The patient specialist informed that he is still in the early stages of healing, which can vary among individuals. The patient mentioned having a scheduled appointment with his doctor in november. The specialist suggested considering an earlier appointment if his concerns persist or if he experiences further issues.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.